Manufacturer narrative:
The correct catalog number is 14324-97. (B)(4). " the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the system risk analysis (sra), complaint trending by lot number, concomitant device analysis and retains analysis. ¿ the sra indicates the risk associated with the reported 'exposure to biohazardous, pathogenic or infectious material' is considered to be "low." ¿ trending analysis by lot number was reviewed from 04/28/2016 to 10/25/2016 and trending was not exceeded. ¿ an issue with the performance of the concomitant sterrad® 100s unit, serial number (B)(4), is unlikely since the cycle passed and the ci changed appropriately. Additionally, the subsequent bis were negative for growth. ¿thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. However, the suspect bi was not returned for analysis and could not be evaluated for user error. As such there is insufficient information to determine an assignable cause.

Manufacturer narrative:
Corrected data: patient identifiers have been updated from na to unk. (B)(6). Additional information provided by the customer indicates two medical devices, a camera and light carrier, were not reprocessed and the items were released and used on two patients. The facility's infection control and prevention department reported there have been no injuries reported with the affected patients; patients are being monitored.